Event description:
The user facility reported that four patients have come back with a delayed onset occlusion one or more days after procedure. All four are the same lot and the customer planned to call back twenty-two patients that have had this lot number deployed for femoral closure for ultrasound of access/closure site. Procedures were a mixture of groin access procedures. The blood loss was less than 250cc. At least one of the four patients was referred to the hospital for follow up with a vascular surgeon. Additional information was received on 10mar2025: the patient was referred to vascular surgery for follow up. The representative (rep) was at the lab when they brought the patient back on the table. At that point, an angio was performed showing an occlusion superior to the inferior epigastric artery. At that point the rep recommended sending the patient to vascular surgery and this was the only patient that the rep knew that was referred to vascular surgery. On (B)(6) 2025, the doctor called to request support for another similar issue. The doctor explained that it was all the same lot number. The angio for the patient on the (B)(6) demonstrated an occlusion that followed the path of an iliac stent that terminated distally near the access point, which was where the angio-seal was deployed in the initial procedure. The access point appeared to be superior to inferior epigastric artery. It was the rep's understanding that the iliac stent was placed in the initial procedure. To the rep's knowledge, the patient on the (B)(6) was not referred out due to strong collateral flow per the doctor. While the rep was there that day, it was stated that 1 or 2 other patients had similar issues; however, the rep was unable to determine when these patients were seen initially and for follow up. The locations for where patients had/may have had follow up procedures were unknown. Delayed onset means that the patient came back after at least 1 day post procedure due to post procedural complaints. The rep's understanding was that the patient from the (B)(6) came back on their own the day after the initial procedure. It was not known how much time passed between the initial procedure and follow up for the others; however, it was understood that it was not the same day as the procedure. The rep did not know what the follow up was outside of being referred to vascular surgery. The initial procedures were either 5 french or 6 french sheaths. The pre-procedure angios were performed and in both known instances, the access appeared to be superior to inferior epigastric artery. Any follow up on the patients' condition was unknown. The puncture site appeared to be superior/proximal to inferior epigastric artery on both initial procedures (where details are known). The patient on the (B)(6) did not appear to have disease/dissections present, the patient from the (B)(6) appeared to have abnormal tortuosity present almost directly at access site. The post procedural angios were performed on both patients when they came back. The patient on the (B)(6) had diminished pulses when they returned. The rep did not know about the patient on the (B)(6).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: rt (r). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 27mar2025: per the doctor, a cut-down was performed. The occlusive material removed was an angio-seal. The patient's condition was unknown; however, the patient was upset due to what happened.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion requiring surgical intervention. The exact root cause cannot be confirmed. The likely cause was determined to have been improper use of the device as the device appears to have been used proximal to the inguinal ligament. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).